Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. After removal of the guide wire from the anatomy, the account noted a piece of tissue on the tip of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with moderate calcification and mild tortuosity. During advancement of the 014 ht turntrac 190 phc ww guidewire (gw), the gw became stuck with the intima wall. The gw did not reach the target lesion and the gw was removed from the anatomy. After removal, a piece of tissue was noted to be on the tip of gw. There was no adverse patient sequela. A non-abbott gw was used to continue the procedure. No additional information was provided.